Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. No adverse patient effects were reported. The patient's cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain implanted and in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. No adverse patient effects were reported. The patient's cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain implanted and in service. Additional information received indicates engineering confirmed the value of the daily measurement was greater than 125 ohms. Their review of events recorded in the past week showed the rv and shock electrograms were clean/artefact free. Normal sensing was observed. Therefore, technical services (ts) recommended to continue normal, routine follow-up.